Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual analysis revealed apparent explant damage. Performance data were collected from the device, submitted to the manufacturer, and analyzed. An alert for lead failure predictor (lfp) was recorded on (B)(6) 2012 due to meeting the conditions for nonsustained tachycardia (nst) and the sensing integrity counter. Two episodes of nst less than 200 ms and two episodes of lfp were recorded between (B)(6) 2012. The ventricular sensing integrity count was 602 since the implant date of (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard the lead alert. It was noted the lead threshold measurements had been chronically high and were increasing. Lead noise was also observed. A lead fracture was suspected. The lead was partially removed with the remainder capped and a new lead was implanted. No patient complications have been reported as a result of this event.